Event description:
It was reported that: access wire was kinked when removing working sheath. Tried to load manta sheath and dilator, but could not advance over the wire. Removed manta sheath and tried to load a smaller sheath to exchange the wire. Could not advance that sheath either. Lost all access. Up and over with a balloon to control bleeding and surgical cut down occurred. Manta was never deployed. Manta sheath/dilator was never able to gain vessel access. Secondary angio taken to insure flow and no extravasation. Patient was reported as fine post the procedure. Additional information: systolic blood pressure was 133mmhg and act was 3132. 13000units heparin and 50mg of protamine were administered during the procedure.

Manufacturer narrative:
Qn#(B)(4) no return product evaluation could be completed as the device was not returned for investigation. Angiogram photos were obtained by vsi however, it was inconclusive and did not provide any information relevant to the analysis. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 77-year-old male patient (102 kgs) having aortic stenosis, presented in the or for a tavr procedure. Following the tavr, activated clotting time (act) was 313, and heparin and protamine were administered. Complications were encountered when withdrawing the 14f expandable tavr sheath. While attempting to remove the 14f e-sheath, the guidewire was kinked. The physician attempted to load an 18f manta sheath and dilator over the wire but was unable to advance. The manta sheath was removed, and to exchange the wire, the physician attempted to load a smaller sheath. The physician could not advance the smaller sheath and access was lost. Contralateral balloon inflation was deployed to tamponade and a surgical cutdown was performed for closure. A post-procedure angio indicated flow returned, no extravasation present, and patient outcome was fine. The 18f manta device was never deployed and the manta dilator and sheath were never able to gain access. The risk of hemostasis failure and access bleeding are recorded as adverse events in the IFU and other access site complications leading to late arterial bleeding, possibly requiring endovascular intervention. There appears to be no product quality issue for manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: access wire was kinked when removing working sheath. Tried to load manta sheath and dilator, but could not advance over the wire. Removed manta sheath and tried to load a smaller sheath to exchange the wire. Could not advance that sheath either. Lost all access. Up and over with a balloon to control bleeding and surgical cut down occurred. Manta was never deployed. Manta sheath/dilator was never able to gain vessel access. Secondary angio taken to insure flow and no extravasation. Patient was reported as fine post the procedure. Additional information: systolic blood pressure was 133mmhg and act was 3132. 13000units heparin and 50mg of protamine were administered during the procedure.